Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: please clarify when the issue occurred (in the package/removal from package /during passage through tissue)? H3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. The returned sample determined that one opened that pertain to product code sxpp1a405 was returned for analysis. Upon visual inspection, of the detached needle, the swage and attachment area were noted to be as expected; however, marks and bent needle were noted. The suture was examined, body fluids and damage at some barbs were noted and both sides of the fixation tabs were found to be broken. The functional test was performed using instron equipment, and the pull force and tensile strength were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Note: related events reported via 2210968-2024-00313.

Event description:
It was reported that a patient underwent an unknown surgery in (B)(6) 2023 and a barbed suture was used. It was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to complete the surgery. There was no report on patient's injury. Upon evaluation of the returned device, both sides of the fixation tabs were found to be broken.